Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. The nc tenku rx balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity and heavy calcification that was 90% stenosed. After an unknown stent was implanted, a 3.50 x 8mm nc tenku rx balloon dilatation catheter (bdc) was advanced to the lesion and it crossed successfully for post-dilatation. The balloon ruptured during the first inflation at nominal pressure. A replacement balloon dilatation catheter was used to successfully complete the procedure. There were no adverse patient effects or clinically significant delay reported in the procedure. No additional information was provided.